Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged black particles in mouth, bad cough of mucus phlegm, device runs hot somedays, and device runs out of water quickly. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust/dirt in and around the air inlet, around the iso port, in the blower, beige contaminant on the top enclosure, blower box is discolored. Pil can confirm the presence of a dust/dirt contaminant in and around the air inlet and iso port, top enclosure and flip door,found the blower box discolored. Pil can also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed in ER (B)(4) (v1). Pil found no evidence of sound abatement foam degradation and breakdown. The device's downloaded event log was reviewed by the manufacturer and found 4 instances of reboot error e-130 err_task_wdog_timeout. Per (B)(6) v20, recommended corrective action is to replace pca and test. Error log shows 7 instances of e-53 err_comp_log_sem_ timeout. Per (B)(6) v20, recommended corrective action is to replace pca and test. 5888.7 blower hours, 5836.7 therapy hours, and 5888.7 machine hours were logged. The manufacturer concludes the device has contamination around the air inlet, around the iso port, in the blower. There was no evidence of sound abatement foam degradation. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.